Event description:
This report is in response to a letter received from rep requesting add'l info regarding adverse event reported to the FDA by pt. Laboratory testing was not conducted, as the product in question was requested but discarded by the pt. Lot number of the product in question is unk. Failure analysis was not conducted for this event as the criteria for a failure investigation was not met per our procedure. Treating optometrist reported that the pt presented 2007 with complaint of red, dry eyes. The pt was diagnosed with allergic conjunctivitis and successfully treated with optive drops. The pt was returned to prior acuvue 2 product without further event. No other info is available to indicate that the lens was a direct cause of this injury nor can we rule out that this injury would not have occurred had the pt not been wearing a contact lens. The product and lot number were not available for eval and investigation. Based upon the limited available info, we determined no remedial action is warranted. The product in question was requested for eval; the pt discarded the product. The lot number of the product in question is UK; the pt discarded the product. Based upon the info received, no conclusions can be drawn regarding the cause of this injury. Based on the limited info available, no further investigation can be conducted at this time. We will continue to monitor, track and trend similar events. All MDR reports are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.